Event description:
It was reported via repair work order that there was a loss of all motor functions as the locks were enabled. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.